Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion on the returned lead segment. This type of damage is consistent with repeated stress over time. The reported low impedance measurements and noisy signals were likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited low, out of range pace impedance measurements. There was one episode with noisy signals and possible myopotential oversensing. An invasive procedure was performed to explant the lead and device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this right ventricular (rv) lead had physical damage which was observed at the procedure. It was reported that there was never any loss of pacing. No adverse patient effects were reported.